Event description:
On 26th september 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that there was resistance during injection and that following insertion into the eye the lens was observed to be broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was resistance during injection and on implantation into the eye the lens was observed to be broken. As no back-up lens was available at the time of the initial surgery, the patient underwent an additional surgery two days post-operatively to have the broken lens explanted and exchanged. The patient is reported to have presented with corneal oedema. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Resistance is reported as being experienced during lens injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal rao603f batch 073220749 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073220749. There is insufficient evidence and information available to determine the cause of lens breakage during injection.